Event description:
It was reported to philips that tempus pro monitor shut down twice on its own during a patient use event. The battery was checked and showed it was fully charged and in position. Patient outcome is unknown.